Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, far field r-wave (ffrw), and measured low p-waves. The lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.